Event description:
The nurse practitioner also reported the patient¿s mother has been openly non-compliant with administering prescribed aeds. Although prophylactic generator replacement is likely, no surgical intervention has occurred to date. The nurse also planned to work with the patient's mother to increase medication compliance. The treating physician signed medical waiver reporting medical records to not indicate a report of device complaint or adverse events associated with vns therapy. The information provided was intended to provide general information for insurance purposes.

Event description:
The patient had prophylatic generator replacement on (B)(6) 2014. The explant hospital does not return explanted products to the manufacturer per hospital policy, so return of the product is not expected.

Manufacturer narrative:
.

Manufacturer narrative:
Describe event or problem, corrected data: the initial report inadvertently did not report this information. Evaluation codes, corrected data: the initial report inadvertently reported this data incorrectly.

Event description:
It was initially reported that the patient was having an increase in seizures and was seen in the ER. The seizures are reported to be higher than pre-vns levels. Patient had craniotomy on (B)(6) 2014 and seizures have increased since that procedure. The patient may have a generator replacement but no surgical intervention had occurred to date.